Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had button issue. Customer's blood glucose level was unknown. Customer stated that when pressing the act button sometimes nothing happens and also insulin pump was slower to rewind. Customer stated insulin pump rejects brand new batteries and also insulin pump was not be dosing correctly. The insulin pump will not be returned for analysis.